Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported event was failure of the power switch; the power switch was confirmed to be a version prior to implementation of a design change to the power switch. Possible causes of the corroded scope socket pins, identified on the device evaluation, was determined to be deterioration associated with long term use and the age of the device or user handling. Possible causes of the stuck socket tab, identified on the device evaluation, are deterioration due to long-term use or by the user attempting to pull out the video connector without lowering the unlock lever, or excessive force being applied to the lock lever (the video connector socket). As stated in the instructions for use: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source.". "Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A previous version of the main switch was found broken and the unit required upgrade to a new version. In addition, scope socket pins were observed corroded and the socket tab was getting stuck when pressed in; it was determined the scope socket needs to be replaced. The unit was repaired and verified to operate within specifications.

Event description:
A user facility reported to olympus that the power button was pressed in and would not allow for the unit to power on. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.